Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Medical device expiration date: unknown. Initial reporter e-mail: unknown. Device manufacture date: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly.  Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the needle pierced through the unspecified bd intima ii¿ IV catheter during use. The following information was provided by the initial reporter, translated from chinese: "at about 11:00 on (B)(6) 2022, the patient was given intravenous infusion according to the doctor's order, and a closed intravenous indwelling needle was used. During use, it was found that the steel needle passed through the soft needle tube, and the use was stopped immediately. Can be used normally."